Event description:
During an arthroscopic meniscal repair procedure using the ultra fast-fix assembly - curved, it was reported that the surgeon encountered an issue with t2 and was unable to firm the anchor. T2 anchor was removed from patient and procedure was completed successfully with a backup ultra fastfix peek curved needle delivery system w/split cannula. (B)(4).

Manufacturer narrative:
Visual inspection of the subject device found that there was a severe break of the needle. The needle was removed from the device and was not returned. Due to the returned condition of the device, no functional testing could be performed. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Per results of the investigation, no root cause could be established. (B)(4).